Manufacturer narrative:
Head alarm is displayed when connecting and starting up with the console. The unit has been investigated by emtec: the error could be traced. The actual cause can come to the disturbance. Since the surrounding electronics peripherals on the pump electronics can generate this fault. The initialization of the ee-prompts on the electronics was damaged. The device was also investigated by the maquet service department: failure could be confirmed. System test performed according to the service protocol. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigations initiations will be completed at this time. A supplemental medwatch will be submitted after new information has been received.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
(B)(4). It was stated that a "head error" occurred when connecting and startup with the console.